Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was explanted due to high impedance and twiddler's syndrome. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 46.5 cm proximal to the lead tip. Only the distal fragment, along with an inserted explantation tool, was received for analysis. The proximal fragment, including the yoke and the connectors, was not returned. The visual inspection showed a deformed and stretched fixation helix. Based on the characteristics, the reported twiddlers syndrome might have contributed to this damage. In addition, deformations of the shock coil were found, which most likely resulted from the extraction procedure. Due to the inserted explantation tool, the electrical analysis was not properly feasible. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported high impedances. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.